Manufacturer narrative:
Patient is an infant. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported vague cracks and leaks occurred with filters during infusions either at the filter or at a connection to another set. For one event, a filter leaked and cracked during an infant¿s infusion on the neonatal intensive care unit. No patient harm occurred. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. The set was combined together with other sequestered sets and sent to the hospital biomed team for inspection and testing. No specific event details or results of the biomed testing were provided.

Event description:
The customer reported vague cracks and leaks occurred with filters during infusions either at the filter or at a connection to another set. For one event, a filter leaked and cracked during an infant¿s infusion on the neonatal intensive care unit. No patient harm occurred. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. The set was combined together with other sequestered sets and sent to the hospital biomed team for inspection and testing. No specific event details or results of the biomed testing were provided.

Manufacturer narrative:
The customer¿s report of ¿vague cracks and leaks occurred with filters during infusions either at the filter or at a connection to another set¿ was not confirmed. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and showed no signs of leaking while the tubing was manipulated at each engagement. The root cause of the customer¿s report was not identified.

Event description:
The customer reported vague cracks and leaks occurred with filters during infusions either at the filter or at a connection to another set. For one event, a filter leaked and cracked during an infant¿s infusion on the neonatal intensive care unit. No patient harm occurred. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. The set was combined together with other sequestered sets and sent to the hospital biomed team for inspection and testing. No specific event details or results of the biomed testing were provided.

Manufacturer narrative:
Although requested, product has not been received, and patient information was not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a general issue of sets leaking in different care areas including cicu and nicu, and stated the leaks may have occurred with tpn solutions at either the filter or a connection point. The facility¿s clabsi task force was notified of the issue by risk management, however there was no report of any infection or harm related to the event. Some sets leaked during patient use at either the filter or a connection to another set, and some sets contained cracks on the filter or luer. The sequestered sets were combined together and sent to the biomed team for inspection and testing. No specific event details were provided, and no patient harm was reported.